Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 6948-65 implantable tachy lead 2005 (B)(6); model 9529 implantable cardia monitor 2011 (B)(6).

Event description:
It was reported that the atrial lead showed high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.